Event description:
On (B) (6) 2009, a doctor reported that a patient lost a dental implant about 2 months after the implant placement, due to connective tissue healing. The doctor also indicated that the implant did not integrate.